Manufacturer narrative:
Risk mgr was contacted to gather event details and to obtain info of the device was coming to zimmer for eval. The risk mgr stated the dermatome had been sequestered by hosp and that the hosp did not intend to send zimmer at this time. The hosp will also not tell zimmer of its findings. The risk mgr stated she "voluntarily reported" and that this was not a mandatory filing. Risk mgr stated there was no serious injury.